Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the adhesive of the drape caused a patient's skin to peel. Postoperatively the patient was observed and it was noted that the patient had a hematoma. Dressing was applied to the patient's skin. The patient's current condition is unknown. The product sample was not retained for evaluation. Additional information has been requested.

Manufacturer narrative:
This is the first complaint reported for this finished good lot. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint is not known; the sample was not returned for investigation. The supplier confirmed that the adhesive composition is acrylate and designed for surgical and medical use. There has been no change in the type of adhesive being used on the drape manufacturing process. (B)(4).